Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying multiple user advisory error message was not reproduced during functional testing. However confirmed only one user advisory error message during archive data review. Review of the archive data retrieved from the platform revealed a user advisory (ua) 12 (lifeband not present) error message on (B)(6) 2018 and not the reported date of (B)(6) 2018. Probable cause are the drive shaft exhibits binding and resistance and belt clip switch is not aligned. After adjustment of the belt clip switch and deburring of the clutch, the platform was further tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4) displayed multiple advisory massages on the user control panel. The user only recalled a user advisory (ua) 12 (lifeband not present) error message. No known impact or consequence to patient reported.